Manufacturer narrative:
The device was returned to zoll medical for evaluation. The malfunction was duplicated and attributed to a faulty solder joint at the connector on the pace/defib engine board . Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 72" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.